Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx441t) was implanted. According to the complainant, the shunt system seems to be blocked. The patient underwent a revision procedure on 02/04/2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blackage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 is not permeable, a computer controlled test is not possible. The results show that the shuntassistant operates within the specified tolerances in both positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in the progav 2.0 and the shuntassistant. Results: according to the investigation results, a blockage at the progav 2.0 was detected. The visible deposits have led to the functional impairment. Furthermore, we can determine deposits in the shuntassisiatnt. These deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we cannot determine any functional deviations or other anomalies on the ped. Perchamber, or in the peritoneal catheter. These products have functioned within their specifications. The examination of the return has been completed with the drafting of this report. Actions: no further actions are required as a result of the complaint.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx441t) was implanted on (B)(6) 2024. According to the complainant, the shunt system seems to be blocked. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.